Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed stent dislodgement has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that during unpacking, it was noticed that the stent had dislodged from the balloon and was on the stylet wire. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. H6: results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the catheter was returned with contrast visible in the inflation lumen and in the balloon. There was no blood visible. The stent was returned in the orange protective sheath on the stylet wire. There was a second orange protective sheath returned on the balloon with the stylet wire. The stent was removed from the sheath and there was no damage noted to the stent. The second orange sheath was removed from the balloon to reveal that the balloon had loose folds. There were crimp marks on the balloon where the stent had been between the markers. A laser micrometer was used to measure the outer diameter of the stent. These met manufacturing criteria. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. Crimp marks were visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The outer diameters of the stent and inner diameters of the protective sheath were found to meet manufacturing criteria. There does not appear to be a product quality problem. This MDR is considered closed by the product performance group.